Manufacturer narrative:
The hill-rom technician found the external buzzer needed to be replaced.the hill-rom technician replaced the external buzzer to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit alarm was alarming visibly but not audibly . The bed was located at the account. There was no serious injury reported to the patient/user. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
Hill-rom technical support suggested replacing the external buzzer. Per the hill-rom user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Examine and test the communication junction box. Make sure the sidecom® communication system feature works correctly. Examine the communication cable, include the male and female pins in the plug. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2016. It is unknown if the facility performed any other preventative maintenance on this bed. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating the bed exit alarm was alarming visibly but not audibly . The bed was located at the account. There was no serious injury reported to the patient/user. This report was filed in our complaint handling system as (B)(4).